Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/13/2017. Device returned to manufacturer?: yes. The product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles on the lens related to handling of the unit out of a sterile environment. Residue of lubricant material were also observed on lens. No damage was observed to the lens and lens haptics. The condition of the returned lens is consistent with a unit that has been previously handled and prepared for the surgical process. The complaint issue reported was not verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to loading of an intraocular lens (iol), the surgeon noticed that the lens was damaged on the optic surface, it was wrinkled. There was no patient contact. Reportedly, the procedure was completed successfully using a backup lens with the same model and diopter size. The lens was discarded by the customer. No further information was provided.